Manufacturer narrative:
See scanned pages.

Event description:
Per company sales rep., the user facility alleges the tip of the device broke off inside of patient. Tip was retrieved, no patient harm. (Actual device was discarded by facility) pending additional detailed information from user facility.